Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and lost effective stimulation. The physician confirmed via x-rays the lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was explanted and replaced. Effective therapy has been restored.